Manufacturer narrative:
No further evaluation of the device is required. Analysis of instrument and sample data did not indicate a device failure. Filter data indicates sample was not picked up, possibly due to an air bubble in the specimen from pour into sample cup, movement of the sample cup after level sensing or sample transposition. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of <0.04 ng/ml was obtained. The results was reported and was questioned. A sequential sample was tested and positive results were obtained. The original sample was retested on the original analyzer and a result of 2.17 ng/ml was obtained. Treatment was not prescribed or altered as a result of this incident. There was no report of adverse health consequences as a result of the falsely depressed troponin I result. The probable cause of the falsely depressed troponin I result was failure to the sample to be aspirated.